Manufacturer narrative:
Additional information received changes reportability. The returned lead previously reported and submitted (B)(4) as a mdt-lead has been identified as a competitor lead.

Event description:
It was reported that the atrial lead was suspected to have dislodged and testing showed no relation between the atrial pace (ap) and ventricular sense (vs) with high bipolar pacing impedance. It was also reported that there was a sudden jump in atrial capture. Device programming was recommended to vvi or vvir. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).